Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor did not have filament. The customer's blood glucose level was unknown. The customer reported that she did not try to even insert it because she saw it had no filament. The sensor will not be returned for analysis.